Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4)bluetooth device: failed. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.